Event description:
It was reported that a revision surgery was needed to replace a forge cervical allograft spacer that was found broken post operatively.

Manufacturer narrative:
Neither the device nor any imaging were available for evaluation. No determinations could be made as to the cause of the reported issue.